Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse performed a system check which passed within instrument specifications. The fse then performed a carryover test which failed for the sample pipettor. Upon visual inspection it was noted that the sample pipettor was bent. It is unknown how the pipettor became bent. The fse replaced the instrument's sample pipettor and performed a high sensitivity system check and another carryover test both of which passed within instrument specifications. In conclusion, the cause of the erroneously elevated access pth result was due to a hardware malfunction of the sample pipettor.

Event description:
The customer reported obtaining an elevated non-reproducible parathyroid hormone (access pth) result for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The customer reanalyzed the patient's sample three (3) additional times on both the original unicel dxi 800 access immunoassay system and an alternate unicel dxi 800 access immunoassay system (serial number not supplied) and obtained significantly lower access pth results within the normal reference range of the assay. The initial, elevated access pth result was released from the laboratory and was questioned. There were no reports of change to or impact to patient treatment in conjunction with this event. Assay quality controls (qc), calibration and system check were passing within laboratory and assay specifications prior to the event. There were no reports of error messages, result flags or other indicators that a hardware issue was present at the time of the erroneous result generation. The patient's sample was collected in a serum tube without a gel separator which was then centrifuged for three (3) minutes at an unknown speed at room temperature. There were no reports of sample intergrity issues in association with this event. A bec field service engineer (fse) was dispatched to the customer's laboratory to assess the instrument's performance.